Event description:
Inbound. Daughter stated both cadd legacy pumps alarming no disposable with cassette after infusing for 12 hours. Daughter switched to new cadd prefilled cassette and pump started without alarm. No lot number, no further details provided.